Event description:
Customer states the she attempted to use her compact plus meter, but was unable to use it due to a power issue. The customer then passed out and "went into a diabetic coma." The paramedics were called and obtained a reading of 34 mg/dl on their meter. They took the customer to the hospital and was treated with an IV of glucose in the ambulance. Customer was not admitted to the hospital. Requested return of suspect device and replacement was sent.